Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room due to experiencing drainage at the lead site. The lead was explanted and the patient was treated with IV antibiotics. The lead was discarded. The patient was diagnosed with having an abscess. The patient's issue was resolved over time.